Event description:
National complaint coordinator (ncc) for baxter reported an alleged overinfusion observed on an infusor device during patient infusion via intravenous injection. The device was filled with an unknown fill volume of 5-fu and an unspecified diluent. The patient access site was a needle connection. The location of the access site was unknown. The actual and expected infusion duration was not known. A patient control module was not used. The device was not use prior to incident. It was unknown whether or not the device was exposed to a heat source. The location of the flow restrictor with respect to the device was not known. There were no reports of injury or medical intervention associated with the reported condition.

Manufacturer narrative:
Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated normalized(2.5%) specification range 4.96 5.09 4.50---5.50 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 06n037 has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing, and manufacturing of the product lot. The product met the acceptance criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends. Complaint no.